Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer received a power source alert while using the tandem-provided wall charging adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a power bank. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified. No ac power charger was received for investigation therefore no evaluation could be performed for the power source alert issue allegation.